Event description:
B5: a patient was revised to address a migrated tritanium pl cage at l4/l5 approximately four months after implantation.

Event description:
A patient was revised to address a migrated tritanium pl cage at l4/l5 approximately four months after implantation.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.